Manufacturer narrative:
Conclusion: the device was evaluated by penumbra representatives in the field. The representatives determined that the device issue was caused by normal use and could not be repaired. There was no patient injury associated with the issue and the product was disposed of.

Event description:
The metal nut on top of the pumps is worn. The nut to which the filter attaches is stripped with plastic materials in the threads which makes attaching the filter impossible. The pumps still work but not properly. The pumps could not be repaired.